Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 393 mg/dl; cause was unknown. Bg was treated with intravenous fluids of insulin and saline. System check confirmed the pump was functioning as intended and no issues were found with the pump supplies. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage.